Manufacturer narrative:
The report from the field indicated that: during a coronary stenting procedure, the balloon failed to remain inflated. The product was intact upon removal from the package, and there was no negative prepping outside the patient. The first inflation was at 15atm and then the balloon started deflating. The balloon was inflated 3 or 4 more times but would not inflate above 12atm. Contrast was noted to be leaking out of the medex stopcock below the on/off dial. The medex was changed out to the stopcock from an edwards transducer kit, and the balloon was successfully inflated to deploy the 2.75x13mm cypher stent. There was no injury to the patient. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days of receipt.

Event description:
Balloon failed to remain inflated.